Manufacturer narrative:
Section e3: occupation correction. Manufacturer's investigation conclusion: the report of fluid ingress in pump cable inline connector was confirmed via the submitted images; however, a specific cause for the fluid ingress could not be conclusively determined through this evaluation. The submitted system controller event log files from three different controllers contained events from (B)(6) 2024 through (B)(6) 2025. On (B)(6) 2024 at 02:13:42, a driveline communication fault alarm activated and remained active until 02:19:49 when the driveline was disconnected to exchange the controller. On (B)(6) 2024 at 23:44:18, a driveline power fault alarm activated and remained active until 23:50:15 when the driveline was disconnected to exchange the controller. The driveline was disconnected twice on (B)(6) 2025 at 13:01:12 and again at 13:04:29, consistent with the reported cleaning of the pump cable inline connector. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on left ventricular assist device, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU and section 4 of the patient handbook, ¿living with the heartmate 3¿ warns that patients should never swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. These documents also instruct patients to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, mobile power unit, batteries, power cable, or battery clips) in water or liquid. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had driveline communication fault (B)(6)2024 causing them to change to their backup system controller (B)(6). The event log files confirmed the reported driveline communication fault on (B)(6)2024 at 02:13. The driveline was disconnected at 02:19. The alarm did not recur after system controller (B)(6) was exchanged. The event log files on (B)(6)2024 reported that the driveline communication fault had resolved. The modular cable (B)(6) had no breaks in the covering/coating, but did have a kink about halfway down and was exchanged with the system controller (B)(6). A new backup system controller (B)(6) was issued. The patient also reported that they get small static shocks from their cable on the mobile power unit. The patient was educated on being environmentally conscious of static electricity, humidity, dryer sheets, and cotton sheets. All of the equipment was issued the date of implant and had been working as intended until (B)(6)2024. Otherwise, there were no other notable alarm conditions or parameter changes, and the ventricular assist device (vad) was functioning as intended. The patient reported to have a driveline power fault on (B)(6)2024. The patient changed to the backup system controller (B)(6)) and the alarm reoccurred after three hours. The event log files captured driveline power fault alarms beginning at 11:44 pm on (B)(6)2024 while connected to (B)(6). The driveline was then disconnected at 11:50 pm. Following connection to the new system controller (B)(6) (time set at 12:21 am), the log files continued to capture driveline power fault alarms beginning at 3:14 am on (B)(6)2024 while connected to the new system controller (B)(6). There were no other unusual events recorded in the log file event history. The equipment was operating as intended. Pictures of the driveline/modular cable connection from (B)(6)2024 confirmed oxidation might have been causing the driveline fault alarms. A modular connector cleaning was requested to be scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The modular cable connector was cleaned on 09jan2025. Debris on the pump side connector was confirmed with a photo and visually. It was cleaned off with a brush with minimal pump off time. There were no active communication fault alarms prior to the cleaning and no alarms post cleaning. The cleaning was a proactive measure, and the patient was advised to cover the area of the driveline when showering. The event log file for the driveline cleaning did not find any driveline fault alarms or any other unusual events. The equipment was operating as intended.